Event description:
It was reported that a customer experienced a cracked and shattered touchscreen, resulting in an unresponsive pump that was illegible and could not be interacted with. There was no reported impact to the customer's blood glucose level. Technical support arranged for a replacement pump. The customer reverted to a backup insulin pump to ensure continued insulin delivery. The customer was advised to return the damaged pump using a pre-paid label within 10 days, which the customer acknowledged and understood.